Manufacturer narrative:
05/05/2011: history of bronchitis, kidney infection, weight 199 lb 5 oz. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: records pertaining to the alleged injuries of ¿mesh removal, additional surgeries¿ were not provided.] (B)(6) 2005: (B)(6) hospital. (B)(6) , md. Operative report. Assistant: (B)(6), md. Preoperative diagnosis: ventral hernia/excisional hernia, reducible. Postoperative diagnosis: ventral hernia/excisional hernia, reducible. Procedure(s) performed: diagnostic laparoscopy, ventral hernia repair, laparoscopic lysis of adhesions with mesh. Assistant is dr. (B)(6) (no surgical residents with adequate skill available). Indications for procedure: this 46-year-old woman presented to her private doctor with complaint of abdominal pain and bulging in the abdomen. The patient denied prior history of cesarean section. Upon evaluation she was found to have a hernia in complex 1, involving the umbilicus in the previous incision. Incisional hernia was diagnosed and the patient was advised about obstructive symptoms. After completion of adequate workup by her primary doctor, patient was scheduled for surgery. After explaining the risks and benefits of surgery including bleeding, infection, fistula formation, dislodgement of tacks, bleeding, and also the patient was seen by dr. Li. Description of procedure: ¿the patient was then brought to the operating room, placed in supine position. Bilateral teds and scds were placed. A foley catheter was placed. The abdomen was prepped and draped in a sterile fashion. After that a local with marcaine and lidocaine mixed together was used to numb 2 cm away from the left rib area. Insufflation was undertaken with co2 and pneumoperitoneum was obtained. After obtaining pneumoperitoneum, using an optiview, the abdomen was entered. After entering the abdomen, there were lots of adhesions. It was found the omentum was incarcerated into the umbilicus and into the hernia sac. The adhesions were grade 2 and grade 3 adhesions and they were sharply brought down using __ [sic] and bluntly. After performing a laparoscopic lysis of adhesions, bringing down the omentum that was incarcerated into the umbilical area was free. The area of defect was identified, was measured, and was found to be about 15 x 12 cm. After that, further hemostasis was maintained, sharply removing all the adhesive area. After bringing it back, a diagnostic laparoscopy was performed and there was no obvious injury or any mass found. After that the mesh was brought in; another 5-mm trocar was placed to be used as a working port, and a 12 mm trocar was placed on the right side. After that the measurements were taken internally of the defect and the area to be covered, measuring the mesh. Using 4 gore-tex sutures, triangulation was performed and arrows were placed with the cephalad and dorsal location of the defect area. After that, the mesh was rolled up, dual mesh and brought out. After that was secured using needle passer and laparoscopic veress needle, incision was made 1 to 2 cm above the marking and the sutures were brought out in 4 quadrants. After bringing the 4 sutures and rolling it and closing it, and tying it down, the defect was covered. Using the endo-tacker, the sidewall was tacked adequately and beautifully and there was no area of defect. The abdomen was inspected further and there was no obvious injury. Tacking of all the corners to avoid tags were placed. The abdomen was seen and hemostasis was maintained and all the abdomen was inspected. The pneumoperitoneum was let go and prior the that the 12-mm trocar was closed using #1 vicryl internal closure system. The patient tolerated the procedure. Marcaine was infiltrated into the skin and into the subcutaneous area. The patient was extubated and sent to the recovery room with intact vital signs. I would like to thank dr. (B)(6) for a wonderful assistance and helping to expedite the surgery .¿ (B)(6) 2005: (B)(6) hospital. Implant sticker. Description: gore dualmesh® biomaterial. Ref catalogue number: 1dlmc03. Lot batch code: 03678745. W.l. Gore & associates. Site: abdomen. [(B)(6)] the records confirm a gore® dualmesh® biomaterial (1dlmc03/03678745) was implanted during the procedure. (B)(6) 2005:(B)(6) hospital. [Illegible signature]. Brief post procedure note. Pre/post-operative diagnosis: ventral hernia. Procedure: lap ventral hernia. Surgeon: (B)(6). Assistant: [illegible; handwritten]. Anesthesia: general endotracheal. Estimated blood loss/replaced: minimal. IV fluids: 1000. Drains/catheters/stents: none. Findings: 5 x 7 cm ventral hernia. Complications: none. Specimens: none. Disposition: stable after surgery. (B)(6) 2005: (B)(6) hospital. [Illegible signatures]. Discharge information record. Diagnosis: ventral hernia. Discharge disposition: home. Hospital course: underwent repair on (B)(6), tolerated well, no complications. (B)(6) 2005: (B)(6) hospital. [Illegible signature]. Discharge instructions. Call dr. (B)(6) for appointment in 1 week. Medications: keflex. Dressings may be removed tomorrow. Activity: avoid heavy lifting and strenuous activity until cleared by dr. (B)(6). No driving until pain free without oxycodone. Call office or return to emergency room if you have fever greater than 101 f, vomiting, excessive redness or discharge around wound . [Missing records: records for alleged injuries ¿mesh removal, additional surgeries¿ were not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect ¿ clinical code. H6: updated investigation finding. H6: updated investigation conclusion. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Medical records: ¿ the known medical records span (B)(6), 2005 through (B)(6), 2017 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. ¿ medical records from (B)(6), 2005 through (B)(6), 2017 were not provided. Patient information: medical history: ¿ obesity ? (B)(6) 2005: 204 lbs., bmi 31.5 ? (B)(6) 2011: 199 lbs., bmi 31.2 ¿ smoking ? (B)(6) 2005: ¿tobacco use x 30 years¿ ? (B)(6) 2011: ¿1 pack per day...¿ ¿ unknown date: cervical cancer ¿ gastroesophageal reflux disease (gerd) ¿ arthritis ¿ diverticulitis surgical procedures: ¿ unknown date: cesarean section ¿ unknown date: tubal ligation ¿ (B)(6) 2005: diagnostic laparoscopy, ventral hernia repair, laparoscopic lysis of adhesions with mesh. Implant gore® dualmesh® biomaterial. ¿ (B)(6) 2017: unknown surgery implant preoperative complaints: ¿ (B)(6) 2005: indications for procedure: ¿this 46-year-old woman presented to her private doctor with complaint of abdominal pain and bulging in the abdomen. The patient denied prior history of cesarean section. Upon evaluation she was found to have a hernia in complex 1, involving the umbilicus in the previous incision. Incisional hernia was diagnosed and the patient was advised about obstructive symptoms.¿ implant procedure: diagnostic laparoscopy, ventral hernia repair, laparoscopic lysis of adhesions with mesh [implant: gore® dualmesh® biomaterial, 03678745/1dlmc03, 10cm x 15cm x 1mm thick, oval] implant date: (B)(6), 2005 [hospitalization (B)(6), 2005] ¿ wound classification: ¿clean¿ ¿ findings: ¿5 x 7 cm ventral hernia.¿ ¿ description of hernia being treated: ¿after obtaining pneumoperitoneum, using an optiview, the abdomen was entered. After entering the abdomen, there were lots of adhesions. It was found the omentum was incarcerated into the umbilicus and into the hernia sac. The adhesions were grade 2 and grade 3 adhesions and they were sharply brought down using __ [sic] and bluntly. After performing a laparoscopic lysis of adhesions, bringing down the omentum that was incarcerated into the umbilical area was free. The area of defect was identified, was measured, and was found to be about 15 x 12 cm. After that, further hemostasis was maintained, sharply removing all the adhesive area. After bringing it back, a diagnostic laparoscopy was performed and there was no obvious injury or any mass found.¿ ¿ implant size and fixation: ¿after that the mesh was brought in; another 5-mm trocar was placed to be used as a working port, and a 12 mm trocar was placed on the right side. After that the measurements were taken internally of the defect and the area to be covered, measuring the mesh. Using 4 gore-tex sutures, triangulation was performed and arrows were placed with the cephalad and dorsal location of the defect area. After that, the mesh was rolled up, dual mesh and brought out. After that was secured using needle passer and laparoscopic veress needle, incision was made 1 to 2 cm above the marking and the sutures were brought out in 4 quadrants. After bringing the 4 sutures and rolling it and closing it, and tying it down, the defect was covered. Using the endo-tacker, the sidewall was tacked adequately and beautifully and there was no area of defect. The abdomen was inspected further and there was no obvious injury. Tacking of all the corners to avoid tags were placed. The pneumoperitoneum was let go and prior the [sic] that the 12-mm trocar was closed using #1 vicryl internal closure system.¿ ¿ (B)(6) 2005: ¿discharge instructions: call dr. (B)(6) for appointment in 1 week. Medications: keflex. Dressings may be removed tomorrow. Activity: avoid heavy lifting and strenuous activity until cleared by dr. (B)(6). No driving until pain free without oxycodone. Call office or return to emergency room if you have fever greater than 101 f, vomiting, excessive redness or discharge around wound.¿ explant preoperative complaints: no medical records provided; however, an itemized statement of all charges for date of service (B)(6) 2017 shows charges to include operating room services, medical/surgical supplies and devices, anesthesia, recovery room, ventralex mesh, etc. Explant date: (allegedly) (B)(6), 2017 [no medical records provided; however, an itemized statement of all charges for date of service (B)(6) 2017 shows charges to include operating room services, medical/surgical supplies and devices, anesthesia, recovery room, ventralex mesh, etc.] Explant procedure: no medical records provided; however, an itemized statement of all charges for date of service (B)(6) 2017 shows charges to include operating room services, medical/surgical supplies and devices, anesthesia, recovery room, ventralex mesh, etc. Conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.do.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2017: (B)(6) medical center. Billing records. Operating room services. Mesh ventralex 6.4cm medium circle with strap. Pathology billing, surgical pathology level I complexity. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2005, whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on an unknown date in 2017, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal, additional surgery, to be supplemented. Additional event specific information was not provided.